Manufacturer narrative:
No non-conformance was found after okb reviewed all manufacturing and qc records of the suspected device (meter serial#: (B)(4) and strip lot#: d190311-1). Because patient did not send back her strips, so we tested the retained strips from warehouse. Retained strips (lot#: d190311-1) were re-tested by using return meter (serial#: (B)(4)) and retained meter (serial#: (B)(4)) with control solutions (level low: batch# 8ah1a95, exp. By dec., 2020; level high: batch# 8ah3a15, exp. By dec., 2020), and results as below met the acceptance criteria (level low: 30~80; level high: 200~310). Return meter w/ retained strips: 69/67 (level low) and 246/247 (level high). Retained meter w/ retained strips: 73/70 (level low) and 247/257 (level high). Meter setting and all functions of the suspected device were re-tested, and all of them were operated properly. Standby current of the device was re-checked and the current (1.2 ua) met acceptance criteria (< 55 ua). As above, no non-conformance and malfunction of the suspected device were found. The matter might result from user's operation or preservation. The root cause of the complaint is unable to be verified without more users' information.

Event description:
Caller stated that medical attention was sought on (B)(6) 2020 around 8:00am at home. Caller stated that the end-user was unresponsive, so he tested her blood glucose with her prodigy meter and received a result of 64mg/dl. A normal result for this time of day is usually around 96-115mg/dl. Caller stated that he called paramedics about 5 minutes after testing, and no additional test were performed. No food medication or drink was consumed while waiting for paramedics. Paramedics arrived within 3 minutes and tested the end-user with their meter and received a result of 30mg/dl. Paramedics also tested the end-user using the prodigy meter and received a result 67mg/dl. The caller stated that the paramedics gave the end-user insulin, but he is unsure of how much or what kind. The caller only provided one medication that the end-user is currently taking. The paramedics transported the end-user to (B)(6) hospital located at 295 varnum ave. Upon arriving at the hospital, the end-users blood glucose was tested with the hospital meter and they received a result of 30mg/dl. The end-user was administered insulin and was still in the hospital when the caller called to inform prodigy. No additional information was provided.